Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose that day was 25.8 mmol/l with moderate ketones, extreme thirst, extreme urination, and abdominal pain. The reporter noted the patient received non-healthcare provider treatment of an insulin injection, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was determined that a loss of prime issue was attributed to use error. There was no indication of a device malfunction. This complaint is being reported because the alleged health event was related to a cartridge use error.